Manufacturer narrative:
During discussions with the customer regarding the (B)(6) architect results, the customer stated they believe the (B)(6) architect results to be correct. Previous results for this patient were also (B)(6) and (B)(6) and (B)(6) testing methods performed at a reference laboratory were also (B)(6). Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, and labeling review. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The product was not available for return. Based on all available information and abbott diagnostics complaint investigation, the assay performed as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36. An evaluation is in process.

Event description:
The customer observed a (B)(6) result generated using the architect (B)(6) combo (B)(6). The following data was provided. Initial 0.07 s/co ((B)(6)). (B)(4) method was (B)(6). Previous results for this (B)(6) patient were (B)(6) and ranged from 0.11 to 0.28 s/co. No impact to patient management was reported.